Event description:
The customer reported that the device powered up into service mode when turned on.

Manufacturer narrative:
The customer reported that the device powered up into service mode when turned on. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.